Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that patient experienced a high glucose reading and upon removal of the cannula noticed it was bent. The infusion set was replaced, and glucose levels were improved. There was a patient involvement with no harm.